Event description:
Patient had ipg explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the procedure. As such, the patient may undergo surgical intervention to address the issue.